Event description:
It was reported that the renasys touch 800ml canister pump detected ¿canister full¿ warning despite canister is not full. It occurred during use the procedure finished with a smith and nephew backup device. No delay reported. No injury reported.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.